Event description:
During a laparoscopic hysterectomy, the probe of the subject device was broken. This event was happened when the nurse wiped the probe for clean with gauze. The procedure was completed with a similar device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were scars of the jaw. The proximal side of the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user activated while grasping a thick and hard tissue, the proximal side of the ptfe pad was worn. After that, the probe and jaw came into contact each other, and probe cracked. And probe broke, when the nurse wiped it. This report is being submitted as a medical device report in an abundance of caution.